Manufacturer narrative:
(B)(4).

Event description:
The customer reported the device would not power on. When plugged into ac power, mains/ battery charging lights will not turn on. No patient involvement.